Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that there was a broken motion interrupt pan. No patient involvement or adverse consequences are reported.